Manufacturer narrative:
Device evaluated by MFR.: synergy 2.50 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found distal stent damage with struts quashed and stretched distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink at 61 cm distal from the strain relief. A visual and tactile examination of the outer extrusion and mid-shaft section and visual examination of the inner extrusion found no issues with the extrusion shaft.

Event description:
Reportable based on device analysis completed on 08sep2021. It was reported that shaft kink and crossing difficulties were encountered. Vascular access was obtained via femoral artery. The target lesion was located in the moderately tortuous right coronary artery. Following pre-dilatation of a 1.5x12mm balloon catheter, a 2.50 x 28 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the stent failed to cross the lesion and it was noticed that the shaft was kinked. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed stent damage.